Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump. The customer explained that they were sleeping and, upon attempting to fill the tubing, the insulin pump alarmed motor error. The customer's blood glucose was 201 mg/dl. The customer stated that, the night prior, they had dropped the insulin pump on the arm of their couch, but the insulin pump continued working fine. While troubleshooting, the customer was able to rewind the insulin pump but was stuck on the fill tubing stage. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.